Event description:
During a meniscus repair procedure, it was reported that when pushing forward the second t implant , no implant was seen; possibly the 2 implants were fired at the same time. There were no reported patient injuries or complications. T1 was left behind the capsule.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection confirmed that only the delivery unit was returned, no t¿s or suture were returned for evaluation as the report indicated the t¿s were left behind the capsule. Functional testing was performed and the actuator cycled as intended and indexed to the correct positions. Due to the condition of the returned device no root cause related to the manufacture of the device can be established. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further action required. (B)(4).